Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and some mechanical noise was noted. Data analysis was performed, and there was no indication that the device was beeping and hardware malfunction was also observed. Then, the patient presented to the clinic due to the s-ICD beeping, abnormal battery depletion, and fault codes were noted. The patient experienced anxiety. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced by a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was successfully interrogated and a review of device memory found no telemetry and no magnet beep. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. The analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and some mechanical noise was noted. Data analysis was performed, and there was no indication that the device was beeping and hardware malfunction was also observed. Then, the patient presented to the clinic due to the s-ICD beeping, abnormal battery depletion, and fault codes were noted. The patient experienced anxiety. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced by a transvenous device. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and some mechanical noise was noted. Data analysis was performed, and there was no indication that the device was beeping and hardware malfunction was also observed. Device replacement was recommended. At this time, this s-ICD remains in service, and no adverse patient effects were reported.